Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) while on the home choice (hc) for therapy. The home patient (hp) did not disconnect from the setup and she had no unused lines. The technical service representative (tsr) instructed the hp to cycle the power twice to clear the alarms. The hp was not sure which part of therapy she was in, but stated she was near the end so she would just setup like normal that night. The hp ended therapy for that day. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. Per the hp, she does not recall the event. The hp stated she was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.